Event description:
It was reported that air leaked from the cuff. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D5: operator of device: unknown; no information has been provided to date. Investigation summary: one used decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of similar customer complaints was identified.